Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Cgm and meter bg readings were not provided. No additional patient or event information was available. A root cause could not be determined. Customer declined to provide additional information regarding the reported issue.